Event description:
Per report, after the transaortic deployment of a 23 mm sapien valve, there was moderate-severe paravalvular leak. In addition, there was some central aortic insufficiency (cai), thought to be due to native leaflet overhang on the non-coronary leaflet. Additional information: it was reported that the valve was intentionally positioned 60:40 aortic because the patient's native valve had long leaflets and there was concern of possible overhang. Reportedly the position post deployment was still 60:40 aortic. The valve was post dilated adding 0.5cc of fluid to the system. The result was unchanged. A second sapien 23 mm valve was deployed in the same position as the first valve. The pvl decreased to zero and a trace central leak was noted. The patient left the room in stable condition. During review, per the reporting physician, the second valve was seen to depress the overhanging leaflet more into the non-coronary sinus and the increased radial strength was thought to reduce the pvl.

Manufacturer narrative:
Additional investigation: the sinotubular junction (stj) measured 25 mm; there was no ventricular septal hypertrophy. The aortic valve leaflets were noted to be moderate to severely calcified, and the ejection fraction was normal. The image intensifier angle and the coaxial alignment of the valve/delivery system with the aortic annulus were considered to be good. Balloon inflation was held for 5 seconds during deployment of the valves. In addition, during deployment there was no loss of pacing capture and the patient's ventilation was held. Per the physician, the overhanging leaflet with subsequent pvl was caused by the long non-coronary leaflet with heavy calcium at the tip of the leaflet. Cine and echo images of the procedure were requested by the edwards representative; however, the site was not willing to provide them. Without imaging, patient factors (i.e. Annular diameter, valve calcification and stj calcification), and procedural factors (imaging intensifier angle, valve positioning, adequacy of pacing during deployment), cannot be confirmed/assessed by edwards. . Per the instructions for use (IFU), the retroflex 3 delivery system is indicated for the transfemoral delivery of the edwards sapien transcatheter heart valve. Device migration or malposition and pvl requiring intervention are potential risks associated with the use of the bioprosthesis. In this case, as noted above, the cause of the reported pvl cannot be confirmed by edwards; however, per report, the pvl was caused by patient's factors (long non-coronary leaflet with heavy calcium at the tip of the leaflet overhanging above the sapien valve). Furthermore, the event was not considered to be related to a dysfunction of the sapien valve. Other factors that could result in pvl are a lack of appropriate sealing of the valve to the target site, which can occur due to uneven distribution of calcium, and/or malposition of the valve. Physicians are extensively trained be edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. The device history records (DHR) review of the valve shows that the device met specifications prior to its distribution. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No further actions are possible at this time.